Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va00rxg, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that patient experienced a shocking or jolting sensation, above the implant side for the last 3 days. It was noted that the patient has turned off the implant and was confirmed with that programmer, but patient was still feeling the shocking/jolting sensation. The patient stated she got it 2-3 quick times and then it stops and does it again. There was no known accident or incident related to this complaint. The status was reported as unknown. The patient will be seeing their health care provider and representative a week from the day of the call. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.